Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular lead had pacing failure and sensing failure. A computerized tomography scan was conducted and cardiac perforation was found. The lead remains in use but the operative lead repair has been scheduled. No further patient complications have been reported as a result of this event.